Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer blood glucose (bg) was 570 mg/dl with high ketones and vomiting. Customer attempted to address the elevated bg with a bolus via the pump. Customer subsequently went to the emergency room (ER) where customer was treated with intravenous fluids and insulin. Multiple attempts were made by tandem technical support to gather additional information regrading the ER visit, however, no response was received.